Event description:
Philips received a complaint by the philips authorized service provider (asp) on the v60 indicating while performing service, it was observed that the device is getting a proximal pressure sensor auto zero failed message, but unable to duplicate proximal pressure alarm. It was reported there was no patient involvement at the time the issue was discovered. While troubleshooting, the asp opened the unit and took off the gas delivery system (gds) and data acquisition printed circuit board assembly (pcba) and reseated. Checked other parts to make sure connection and seated properly. Tested unit and ran for several days without errors or issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.